Event description:
It was reported that the arctic sun device displayed a red screen at boot up. Per additional information updated from ttm on (B)(6) 2025, device boots up to red screen noting system unable to start. Per wo notes, it was determined that the device had a communications issue with the control panel. Per sample evaluation results received via task on (B)(6) 2026, it was reported that the line side (hot) of the connection between the power inlet module and the ac main voltage circuit card was blackened and melted. The device would not cool during decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation card. The device was evaluated upon receipt. Failure to boot properly due to a failed isolation circuit card. The isolation circuit card installed is used from what appears to be from a third party reseller called bmv. Isolation circuit card to be replaced. The line side (hot) of the connection between the power inlet module and the ac main voltage circuit card is blackened and melted. The device would not cool during decontamination. Changed mixing pump to cool. Missing power cord restraint. A 2000-hour pm was to be completed on the device. Power inlet module, ac main voltage circuit card, and the power cord restraint to be replaced. As part of the pm, the circulation and mixing pumps were to be serviced and the heater, drain valves, double bend manifold tube, chiller evaporator outlet tube, and manifold o-rings were to be replaced. Customer has declined the quote and will not be proceeding with repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.